Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device would turn on and would not cut off.

Manufacturer narrative:
Alleged failure: would not cut off during the case the product was returned for investigation. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be probe short, a leak which permitted liquid to ingress into handle where the electrical components. User accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device would turn on and would not cut off.